Manufacturer narrative:
Concomitant medical products: 429888 lead implanted: (B)(6) 2016; 5076-58 lead implanted: (B)(6) 2016; 5076-52 lead implanted: (B)(6) 2003.

Event description:
It was reported that post-implant, the gray bar battery longevity indicator was noted. The device was explanted and replaced. After attempting to connect the rv (right ventricular) pace/sense lead pin to the new device, it was noted that the lead pin was damaged. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.